Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. When we checked the sticking out and pulling in of the needle, there was no problem in sticking out and pulling in the needle. From the maximum needle protrusion length, the needle tube was broken at a position about 15 mm from the tip of the needle tube. The broken needle tip was not sent. When we checked the broken section of the needle tube, its shape seems the cause of the break was bending load but not brittleness. The manufacturing record was reviewed and found no irregularities. Regarding needle breakage, it has been confirmed from past verification results that the needle breaks when a load is applied to a needle that has been significantly bent and deformed in the direction of returning (stretching) it to a straight line. It is also known that due to the nature of metal, the strength decreases with repeated bending and stretching. The needle tube likely broke off by the mechanism below. The needle tube buckled significantly due to force to bend it, which was possibly generated by movements of the patient during the procedure. The buckled needle tube then received force to straighten it. The bending and straightening reduced the strength of the needle tube until and finally broke it off. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during a procedure using the subject device, the following event occurred. The needle cannot be pulled out of the sheath and pulled into the sheath. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On (B)(6) 2021, omsc found that the needle tube was broken off. We tried to obtain additional information. As a result, the following information was provided: the fragment broke off outside the patient. The intended procedure was an endobronchial ultrasound-guided transbronchial needle aspiration(ebus-tbna).